Event description:
Hosp personnel responded to a person in cardiac arrest. According to the report, the device was connected to the pt with disposable defibrillation/ECG electrodes and defibrillation adapter, charged to 200 joules but would not deliver energy, 2-3 times. The report further states standard paddles were then attempted but, again, the device would not deliver energy to the pt. A backup device was immediately called for and the pt resuscitated.